Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No device malfunction was suspected.